Event description:
The patient reported that the device is leaking and that it may be explanted after an inplant duration of approximately 18 months. Reportedly, the patient is feeling somewhat fatigued.

Manufacturer narrative:
Unable to provide the patient name and telephone number due to hipp regulations. Device not returned.